Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain / pain') in a 36-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement birth control novasure done at the same time / essure placement, and balloon uterine ablation". The patient's medical history included pap smear abnormal and gastric bypass. Concurrent conditions included irregular menstruation, dyspareunia, irregular menstruation, uterus enlarged, uterine polyp, uterine fibroid, abdominal pain lower, suprapubic pain and paratubal cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (lortab), ibuprofen (motrin), naproxen, nsaids since (B)(6) 2008, oral contraceptive nos from (B)(6) 2008 to (B)(6) 2008 and paracetamol (acetaminophen) since april 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychiatric problems condition: depression") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), 12 days after insertion of essure. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy. Bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea, depression and urinary tract infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: as previously reported performed hysterosalpingogram: result: essure device was successfully occluded and in current pfs did you undergo an essure confirmation test: no. Three to five rings showing diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2009: 1. Uterine fibroid measuring up to 1.9 cm. 2. Small amount free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement birth control novasure done at the same time / essure placement, and balloon uterine ablation". The patient's medical history included pap smear abnormal and gastric bypass. Concurrent conditions included irregular menstruation, dyspareunia, irregular menstruation, uterus enlarged, uterine polyp, uterine fibroid, abdominal pain lower, suprapubic pain and paratubal cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (lortab), ibuprofen (motrin), naproxen and oral contraceptive nos from (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychiatric problems condition: depression") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In april 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("low back area") and post procedural complication ("post removal complication"). The patient was treated with acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), loratadine (lortab), nsaids, paracetamol (acetaminophen), trazodone and surgery (ablation, d&c and robotic assisted total laparoscopic hysterectomy. Bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and urinary tract infection had resolved, the anxiety, depression, dyspareunia and post procedural complication outcome was unknown and the back pain was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: as previously reported performed hysterosalpingogram: result: essure device was successfully occluded and in current pfs did you undergo an essure confirmation test: no. Plaintiffs received treatment for pain, menorrhagia, uti. Three to five rings showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2009: 1. Uterine fibroid measuring up to 1.9 cm. 2. Small amount free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Event added from pfs- post removal complication. Events outcomes were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement birth control novasure done at the same time / essure placement, and balloon uterine ablation". The patient's medical history included pap smear abnormal and gastric bypass. Concurrent conditions included irregular menstruation, dyspareunia, irregular menstruation, uterus enlarged, uterine polyp, uterine fibroid, abdominal pain lower, suprapubic pain and paratubal cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (lortab), ibuprofen (motrin), naproxen and oral contraceptive nos from 20-mar-2008 to 20-jun-2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychiatric problems condition: depression") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In april 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("low back area"). The patient was treated with acetylsalicylic acid (aspirin), duloxetine hydrochloride (cymbalta), loratadine (lortab), nsaids, paracetamol (acetaminophen), trazodone and surgery (ablation, d&c and robotic assisted total laparoscopic hysterectomy. Bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and back pain was resolving, the menorrhagia, anxiety, dysmenorrhoea, depression, urinary tract infection and dyspareunia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: as previously reported performed hysterosalpingogram: result: essure device was successfully occluded and in current pfs did you undergo an essure confirmation test: no. Three to five rings showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2009: 1. Uterine fibroid measuring up to 1.9 cm. 2. Small amount free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new event- back pain, dyspareunia were added. Treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain / pain') in a (B)(6) female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement birth control novasure done at the same time / essure placement, and balloon uterine ablation". The patient's medical history included pap smear abnormal and gastric bypass. Concurrent conditions included irregular menstruation, dyspareunia, irregular menstruation, uterus enlarged, uterine polyp, uterine fibroid, abdominal pain lower, suprapubic pain and paratubal cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (lortab), ibuprofen (motrin), naproxen, nsaids since (B)(6) 2008, oral contraceptive nos from (B)(6) 2008 to (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychiatric problems condition: depression") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), 12 days after insertion of essure. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy. Bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea, depression and urinary tract infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: as previously reported performed hysterosalpingogram: result: essure device was successfully occluded and in current pfs did you undergo an essure confirmation test: no. Three to five rings showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2009: uterine fibroid measuring up to 1.9 cm. Small amount free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr were received: case become incident. The event injury was updated to new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, mental anguish, depression, dysmenorrhea (cramping), medical device monitoring error were added. Reporter causality comments were added. Medical history, lab data and concomitant drugs were added. Reporters information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.